Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years one month of post deployment computed tomography of abdomen and pelvis was revealed that an inferior vena cava filter was noted in the immediate infrarenal inferior vena cava. There was a slight tilt to the filter, however overall positioning appeared satisfactory. There was suggestion of a few missing struts, however the type of the inferior vena cava filter could not be identified. There were metallic linear foreign bodies visualized in the heart, right lung base, and hepatic parenchyma concerned for broken filter struts. The linear defect in the heart was adjacent to the septum. On coronal plane imaging, the struts appeared to extend near and might be implanted in the septum. The two struts in the right lung base were identified and were likely in distal segmental pulmonary arteries, one in the anterior right middle lobe, and the other in the posterior right lower lobe. Around, six months later, filter removal procedure was performed. Using ultrasound guidance, access was obtained in the right internal jugular vein with a 21-gauge micropuncture set, the transitional dilator was placed into the vein and an 035 wire was advanced into the superior vena cava, right atrium and into the inferior vena cava. A kumpe catheter was used to direct the wire through the inferior vena cava filter into the infrarenal inferior vena cava. A pigtail catheter was advanced over the wire into an infrarenal inferior vena cava and an inferior venacavogram was performed. This demonstrated a patent inferior vena cava with mild tilt of the filter in the infrarenal inferior vena cava. Additionally, linear metallic densities were identified over the left and right hemidiaphragms. The tract was serially dilated, and an 11 french retrieval sheath was advanced into the inferior vena cava. This narrowed was advanced through the sheath and used to snare the filter and the sheath was advanced over the filter closed the filter legs and removed the filter from the inferior vena cava. The filter was removed without significant difficulty. No residual filter pieces remained in the cava. Therefore, the investigation is confirmed for filter limb detachment and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6 (results, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, a computed tomography (CT) revealed that the filter tilted and struts detached. The device has been removed via percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six years and one month post filter deployment, a computed tomography (CT) revealed that the filter struts detached. The device has been removed via percutaneous removal procedure. The current status of the patient is unknown.